Event description:
It was reported that thrombosis and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Forty six days post index procedure during the 45-day follow-up appointment, the patient presented with stroke symptoms. The mechanism of the stroke was ischemic, and was diagnosed as a cva. Transesophageal echocardiography (tee) was performed, which identified thrombus on the closure device. The stroke symptoms were improving one day later and was resolved three days after the 45-day follow-up appointment and the patient was discharged. The patient came in for another follow-up tee ninety-six days post procedure, but the tee probe could not be successfully inserted in the patient. The patient remained on their prescribed drug regimen. One hundred six days post procedure, the patient presented for another tee with anesthesia, which found no evidence of thrombus in the atrial cavity or appendage. The closure device was in place with no thrombus on the closure device. No leakage or flow was noted into the laa. The patient was placed in long term care following these events.